Event description:
It was reported that during a distal humerus procedure, a 2.7 metaphyseal screw head broke off while inserting through the plate. The broken screw shaft remains in the patient. It is not known if the broken screw head was discarded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.